Manufacturer narrative:
Per RMA, a replacement camera was sent to site. Upon eval of returned camera, it showed passive tracking was reduced at the back of the volume after warm up. The position sensor unit (psu) passed the aak test. The test software was not able to make an adjustment for line separation.

Event description:
A medtronic rep reported that the system would flicker back and forth between green and red status on the treon navigation system. This happened once on the frame and several times on the passive instruments. The surgeon switched to active instruments and it tracked fine. No impact on pt outcome was reported.